Manufacturer narrative:
The cusa excel 36khz straight handpiece each1 (c2602) was returned for evaluation: device history record (DHR): the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis : investigation of the returned device showed there was no alarm but power was small, amplitude at 40%, no stroke and transducer was faulty. Resolution requires replacing transducer, housing and o-rings. Repair has been completed under warranty and meets manufacturer¿s specifications. Root cause : the complaint is confirmed and the root cause determined as transducer delamination. This is as a result of braze degrading in the field. The risk remains acceptable and no patient and/or user or injury is involved.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa excel 36khz straight handpiece (c2602) emitted an error alarm while installing the handpiece to use the device for an unspecified neuro-surgical procedure. There was a delay of 45 minutes; however, there was no harm to the patient.